Event description:
Complainant alleged that a 60-year-old female pt was being monitored ("only as a precaution"). But medics were unable to get a screen display in monitor mode. Medics obtained another device to continue monitoring. There was no adverse effect on the pt.